Event description:
Information provided states that during the application of the external fixator the surgeon pre-drilled using a 3.2mm drill bit. The 1st screw broke while being implanted in the tibia. The 2nd bone screw broke once the screw was completely in the bone and being tightened down. The threaded section of both bone screws remain implanted in the patient's tibia.